Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some of the clips were malformed in the jaws of the device. The procedure was completed with another like device. There was no patient consequence.